Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels between 400 and 500 mg/dl. The customer also stated that the insulin pump had been alarming no delivery repeatedly. The customer stated that she had previously called to report the no delivery alarms, and had tried all of the remedies, but nothing has worked. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.